Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified summary: it was received for analysis thirteen unopened samples. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed, and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements additional information was requested, and the following was obtained: event date: (B)(6) 2020. Procedure name: unknown. Lot number: plz296. How was case completed? With product.

Event description:
It was reported that the patient underwent an unknown surgical procedure in (B)(6) 2020 and the suture was used. It was reported that the suture was popping off needle. Suture was not cr. There were no patient consequences reported.